Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two times due to dehydration and high blood glucose on (B)(6) 2017 at 6:30pm and on (B)(6) 2018 at 7:30pm. With blood glucose was 650 mg/dl. The current blood glucose is 220 mg/dl and at the time of incident it was 235 mg/dl. The customer experienced symptoms like thirst, double vision and nausea due to high blood glucose. The customer treated their high blood glucose with bolus with insulin pump. The customer was wearing insulin pump during hospitalization. Based on customer report customer allege the insulin pump was under delivering the insulin. The insulin pump will not be returned for analysis.